Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while connected to a power source. Subsequently, multiple temperature alarms occurred. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 193 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.